Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device on posterior side assessed as fold flaw opening. ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ wear abrasion is observed. ¿ creases are observed. ¿ stress marks are observed assessed as non-penetrating nick.

Event description:
Healthcare professional called to report right-side capsular contracture baker grade IV and rupture. Device has been explanted.

Event description:
Healthcare professional called to report right-side capsular contracture baker grade IV and rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.